Event description:
On (B)(6) 2023, while cas was on-site, dr. (B)(6) reported a small tear in the nasal toric "nub".

Manufacturer narrative:
Measure: this issue only impacts this specific device. Analyze: cas, (B)(6) reviewed the open call for (B)(6). Case #120 - no patient movement is noted. Capsulotomy begins in frame #3 with full breakthrough in frame #8 as expected. Upon reviewing scheimpflug scans the anterior cornea appears to be very bright caused by a betadine. A bright anterior cornea can cause a weakened capsulotomy. Laser functioned as designed. Root cause: unknown.